Event description:
The implant cracked upon insertion. The doctor did not remove the implant as he felt it would do more harm than good. Hence, the implant is still in the pt. Add'l info was requested and the following info was rec'd from the distributor on (B)(6) 2013. The pt is a (B)(6) female who underwent an anterior lumbar interbody fusion (alif), levels l4-l5, l-5-s1. The location of the cracked implant on the pt was l5-s1. It was reported that when inserting and malleting the implant, it got loose in the inserter. A small crack was then noted. The distributor will request for a copy of the x-ray from the doctor but it was mentioned by the distributor that the x-ray does not show the crack in the implant since the crack was small. Lot number of the implant was unk. Pt outcome was reported as good.

Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for evaluation. An investigation has been initiated based upon the reported info.